Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the medications added to facility formulary were not reflecting while pending. The customer stated that the reported issue occurred when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h device manufacture date, section d medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data upon investigation of this incident, it was determined that the formulary failed to reflect under the pending section. A technical support specialist (tss) confirmed that the issue was resolved by assigning the appropriate security group to the medication added to the formulary. The system allowed medications without a security group to be pended from the server, but they failed to load on the device and could not be un pended. The formulary medications were configured with valid security groups, the pending and un pending functionality was restored across both server and device environments. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the medications added to facility formulary were not reflecting while pending. The customer stated that the reported issue occurred when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.